Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limiting valve was replaced, and the unit was returned to service. No report of patient involvement. Date of device manufacture year is 2004. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the unit lost the ability to manually ventilate. There was no report of involvement.